Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the device exhibited a decreased sensing. The lead was revised. The condition of the patient was fine,